Event description:
It has been reported that during the procedure this device was defective. Reportedly, the device failed to deflate the balloon. The device was removed and replaced. There is no report of pt injury. The device is being returned for analysis.